Manufacturer narrative:
The alleged product was returned to our customer for evaluation. The alleged commode was heavily used and rusted, but no structural defect has been found. Based on the info provided by our customer, dharma has conducted internal investigation and came to the following conclusion: because no structural defect was found on the product, it is very unlikely that the commode could cause personal injuries. According to our qc inspection record, all materials used for this product met mfg standard. This commode has already exceeded MFR's warranty.

Event description:
Dharma polimetal has received a complaint from one of our customers in the us alleging that a pt fell out of the commode chair and broke his hip. The pt went to hosp five days later and was treated for the broken hip. This MDR report is based on the customer complaint.